Manufacturer narrative:
Product investigation: no data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. The shunt was returned for investigation: the lumen was found to be clogged therefore, the complaint can be considered as confirmed. After the cleaning the lumen was open. All products pass 100% final inspection prior to approval. If a defect would be noticed, the product would have been rejected and segregated immediately. Since the partial blockage was removed after cleaning the device, there is no indication for a manufacturing related factors that could cause the blockage and it seems that the blockage was formed after the product left the manufacturing plant. The root cause could not be conclusively determined since the blockage could have been caused by many different reasons during and after the clinical procedure. The blockage does not seem to be product related since after the shunt cleaning the blockage was removed. (B)(4).

Event description:
In a follow up, the surgeon explained that approximately 1 1/2 weeks after initial shunt implantation, the patient indicated she had continuous corneal edema and high intraocular pressure (iop). Sutures were lysed. Due to confirmed bleb loss and elevated iop, the patient was hospitalized for the previously reported shunt explant and trabeculectomy. One day after intervention the patient had strong fibrin deposits in the anterior chamber. Steroids were administered, as well as, injections and needling. Ultimately, outflow was achieved.

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. Additional information was requested. (B)(4).

Event description:
A surgeon reported that approximately 2 weeks after a shunt was implanted, the patient's intraocular pressure did not decrease. The patient was transferred to a (B)(6) hospital where it was confirmed that the shunt was clogged. The tip of the shunt was in contact with the iris. The shunt was explanted and a trabeculectomy was performed. Additional information was requested.